Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 12.1mm, vicmo12.1, -11.5 diopter, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2019.the lens was removed and replaced with a longer length lens within the same surgery due to low vault. Problem resolved. Cause of event was unknown.